Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. A malfunction of the aero c8k 1ml syr (list number 09d41-02) was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed falsely depressed sodium results on the architect c8000 analyzer. The following data was provided: patient 1 initial 120, repeated 142, patient 1 initial 120, repeated 139, patient 1 initial 121, repeated 137, patient 1 initial 122, repeated 142. There was no impact to patient management reported.